Manufacturer narrative:
Review of the device history record supports that there were no non-conformance noted during manufacturing and no prior service for any reason. The reported issue of frozen screen was confirmed through the evaluation of the returned device. A defective component (pcm-8611 board) was identified as the source of the failure. The pcm-8611 board is a processor board. A definitive root cause for the component failure was unable to be determined. Replacement of the defective part restored the device to functionality and the restored device will be returned to the customer. Pressure readings can change quickly and dramatically. Pressure readings should correlate with the patients clinical manifestations which is monitored continually in common clinical practice. In this case, the hemodynamic values were static, which alerted the clinical to begin the troubleshooting process. In this case there was no patient injury noted as a result of the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental report will communicate the review of the device history record, product evaluation and investigation results.

Event description:
It was reported that the display of an ev1000 monitor froze during surgery. After restarting, the monitor worked normally. Subsequently, after moving the patient to the intensive care unit, the issue occurred again. This time the display turned blank after a restart. The user replaced the device to a vigileo in order to continue monitoring. The length of patient monitoring using the ev1000 monitor from operation room to ICU was 36 hours. There was no patient injury reported. Patient demographics requested.